Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture was observed on the left ventricular lead. Chest x-ray confirmed lead dislodgment. The lead was explanted and replaced. The patient was in a good condition.